Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement when tried to remove the foley catheter using a syringe, the water did not fall out. When pulled the catheter slightly, was able to remove it with no water inside. After that, when attempted to refill it outside the body, there was resistance and could not refill it, but after several implementations, was able to refill it. No damage to the balloon section was observed.